Event description:
It was reported that a high drain 105 alarm occurred at the end of therapy on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The technical service representative (tsr) explained the alarm and arranged for the device to be returned. The home patient (hp) total ultra filtration (uf) equaled 2605ml and the initial drain volume equaled 2492ml. The tsr discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. During evaluation, the device passed homechoice return instrument test/evaluation (rite) functional testing and homechoice rite electrical safety analyzer testing. It was determined that all pressures were correct and stable. A short simulated therapy was performed successfully. During the internal inspect no issues were found. The reported issue was confirmed in the device logs but not duplicated during evaluation. The cause was determined to be use error, tidal total ultra filtration removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. If any relevant information is obtained from that review, a supplemental report will be submitted. The device was going to be sent for servicing.